Event description:
A customer contacted beckman coulter (bec) to report a leak at the blood sampling valve (bsv) of a coulter hmx hematology analyzer. The volume of the leak was about 3ml. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the event. No injury or exposure was reported. There was no affect to patient samples. No erroneous results were generated or reported.

Manufacturer narrative:
A field service engineer (fse) went on-site and found that the tubing from the front blood detector bd1 to fitting 3 of the bsv had popped off. Fse replaced the tubing and the leak was resolved. The repairs were verified per established procedures. The cause of the leak is attributed to the tubing at fitting 3 of the bsv. (B)(4).